Event description:
Description: I burned my eye with clear care contact cleaning solution. This is what happened I was tired as a working mom is at night and took out my contacts and put them into my regular contact case. Then being tired and near-sighted with my contacts out at this point, I reached for the bottle amid my other contact solutions in my medicine cabinet and filled my contact case and rubbing the contacts a bit with the solution. In the morning, I put the contact in my eye. This is an unsafe product - people are tired and can't see when they use it and mistakes are going to happen. I am well aware of the burning this can cause because it happened to me several years ago. I was happy to see the added warning and red labels, but I still made the mistake because I am tired and can't see when I use it. I'm throwing this away and never buying it again. Please help remove it from the market. When and how was error discovered: when I put the contact in my eye. Pt counseling provided: unk. (B)(4).